Manufacturer narrative:
Device not returned at time of this report. If additional information becomes available, it will be provided on a supplemental report. Device not returned at time of report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Approximately 5 months post-op it was found that the patient had pain, redness, and swelling. A CT scan found that the tibial tray was loosening with a smaill gap. The surgeon removed the device because of concern about infection. After removal the implant showed that the posterior ped was gone.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Approximately 5 months post-op it was found that the patient had pain, redness, and swelling. A CT scan found that the tibial tray was loosening with a small gap. The surgeon removed the device because of concern about infection. After removal the implant showed that the posterior ped was gone.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The current instructions for use provided with these devices states, "dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions" and "prosthetic components can loosen or migrate due to trauma or loss of fixation. " a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.